Event description:
It was reported by the patient that, ever since the surgery, she has had a stabbing, chronic pain. Also complaints of blood diarrhea and fever sometimes accompanied by chills.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.